Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-15400. It was reported that the patient was experiencing increased discomfort in their foot. It was found via fluoroscopy that the leads had migrated. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.